Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): sdr203b implantable pulse generator 2002-(B)(6), 4592 implantable pacing lead 2002-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead capture threshold had tripled to 3 volts at 0.6 milliseconds. It was noted that the impedance and sensing remained stable. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.